Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The specific date of the event was not known. The result from a laboratory using an unknown reagent was 2.9 inr. The customer tested five minutes later on their meter and the result was 3.9 inr. The therapeutic range was 2.0-3.0 inr. The customer has antiphospholipid antibodies.